Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The keypad was found "not working" during incoming testing and the evaluator determined that the cause was a failed processor board. However, due to multiple failed premium components, the device was found unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a keypad not working. No additional information is available.